Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there was no intervention, as the patient is asymptomatic. Monitoring will be cli nical and through periodic imaging exams. The doctor believes that the stenosis was caused by the fishmouth. He does not know why the vantage suffered this deformation, since on the day of the procedure it was perfectly expanded and apposed to the artery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a pateint treated with a ped3 pipeline had complications. Patient with severe stenosis in the co mmunicating segment (c7) of the right internal carotid artery, probably due to fish mouthing distal to the flow diverter, identified at the 6-month control months after implantation of the vantage pipeline. Angiography also identified a significant reduction in the flow of the right anterior cerebral artery. After the immediate procedure, there was no failure to apposition the vantage. It was implanted without intercurrences and with total technical success. The devices were prepared as indicated in the instructions for use (IFU). No surgical or medical intervention was needed. Dual antiplatelet treatment wa administered. The baseline aneursym was located in the ophthalmic segment of the right internal carotid artery (ica). It was unruptured and saccualrer with a max diameter of 4.5mm and a neck diameter of 4.5mm. The distal landing zone was 4.5mm and the proxiaml landing zone was 3.8mm. Vessel tortuosity was severe. Ancillary devices: rist 7f 100cm e phenom plus guide catheter, phenom 27 microcatheter.